Event description:
A report was received that the patient was experiencing pain across her chest when the stimulation was on. An x-ray revealed that the paddle lead had flipped. The patient underwent a lead revision procedure wherein the paddle lead was replaced because the contacts had popped out. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint of a dislodged electrode was confirmed. Visual inspection revealed an electrode was partially dislodged from the silicone, but the cable was still electrically connected. Root cause of the dislodged electrode was not determined.

Event description:
A report was received that the patient was experiencing pain across her chest when the stimulation was on. An x-ray revealed that the paddle lead had flipped. The patient underwent a lead revision procedure wherein the paddle lead was replaced because the contacts had popped out. The patient was reportedly doing well following the procedure.